Manufacturer narrative:
D4 serial # and h4 manufacture date were updated based on the receipt of additional information. Additional event details were requested; however, the only information that could be provided is this was a neonatal patient, and they were not harmed just moved to a different bed. The field service engineer (fse) went to the customer's site and gathered the logs. The fse found that according to the clinical audit log, the control panel alarmed (B)(6) 2023 at 08:39:27 (yellow) and at 08:49:41 (desat red). The complaint was escalated for technical investigation by the product support engineer (pse). The pse found that according to the mp50 alarm review window, there were several spo2 alarms in the time frame from 7:59 until 8:39 (spo2 low) and at 8:40 (desat). Based on the information available and the testing conducted, the pic ix was functioning as intended and there was no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
A philips field service engineer went to the customer's site to gather device logs. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
The customer reported that the spo2 measurement failed to alarm. The alarm lower limit was set to 85. The child had an spo2 value below 50, this then went down further and only at 15 did an alarm appear. It was reported the patient was not harmed, was moved to the bed. The continued desaturation without alarm was life threatening to the patient; therefore, the event meets criteria for serious injury.